Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 16637198, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing sharp pain in his right neck which aggravates when the stimulation was turned on. High impedances and lead fracture was suspected on a lead that was believed to occur after the patient was doing sit-ups. X-ray confirmed lead migration. The physician believed that one of the click anchors came loose and may had caused the sub scapular pain. The patient underwent a revision procedure wherein the leads and the click anchor were replaced. The patient was doing well postoperatively.